Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks after being implanted, the implantable cardiac monitor (icm) site had not fully healed. The device began to extrude from the incision site. The device was explanted and replaced. No further patient complications have been reported as a result of this event.